Event description:
During the stage ii procedure, the surgeon broke some of the wires inside of the lead while attempting to pull the lead through to connect to the extension wire. The wires were exposed. The impedance checks indicated that there were a couple potential open circuits and one short circuit. Impedances on the left sided device were greater than 2000 ohms on bipolar combinations 0-1, 0-2, 0-3, 1-2, 1-3, and 2-3. The pt decided to turn off both deep brain stimulators and was considering removal of both systems. Reference mfg report # 3004290178-2009-06124.

Manufacturer narrative:
(B) (4).